Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A new cartridge was successfully loaded resolving the issue. Additionally, it was reported that an occlusion alarm occurred. The alarm was successfully cleared and insulin deliveries were resumed. Customer's blood glucose level as 180 mg/dl.